Manufacturer narrative:
Date sent to the FDA: 7/15/2005. H-6: conclusion code 67: the product upon which this medwatch is based is anticipated. Once the product is received any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
During a hysteroscopy, a piece of plastic from the sheath became detached and had to be removed from the uterine cavity with graspers.